Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the sleevehead and helix mechanism. The helix was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt of the right ventricular lead there was positioning and fixation difficulty. It was also reported that thirty rotations were required before the helix would extend. The lead was replaced. No patient complications have been reported as a result of this event.